Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead had high pacing impedance measurement during an implant procedure. A high thershold measurement with sensing issues were also noted.the lead was then replaced successfully. All measurements were fine. No additional adverse patient effects were reported. The lead was out of service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Pressure testing failed due to puncture holes noted in the insulation and blood in lead noted around the puncture holes. The lead passed the resistance measurement and hipot tests. Laboratory testing was unable to reproduce the reported clinical observations of high threshold measurement with sensing issues. The allegation could not be confirmed.